Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following events and respective probable causes can be noted below: ·indicated phenomenon 1: no image. It is likely that the event occurred due to the damage of image sensor unit. (Disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. ·indicated phenomenon 2: b30 (scope communication error). It is likely that the event occurred due to the damage of image sensor unit. (Disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. ·indicated phenomenon 3: loss of scope ID information. Since the actual item was not sent, the root cause cannot be identified, but we presume that the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. ·indicated phenomenon 4: e216 (scope communication error). It is likely that the event occurred due to the damage of image sensor unit .(disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on correction to h7, h9, h10. Based on the results of the investigation, the root cause of the error e226 was a short circuit has occurred in the circuit inside the image sensor due to external stress applied to the image sensor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported noise during surgery. Generation of noise - the subject can be recognized on the endoeye flex deflectable videoscope. The issue was found during an unspecified therapeutic procedure. The intended procedure was completed with the same device. There were no reports of delays. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: (1) the image was not displayed. (2) b30(scope communication error) occurred. (3) no scope ID data. (4) e216(scope communication error) occurred. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿generation of noise¿ was not confirmed. The device evaluation found the image was not displayed, b30 scope communication error occurred, e216 scope communication error occurred due to damage on the charged coupled device unit. No scope ID data due to breakage of the ID board. Additionally, the light guide lens had a scratch, the video connector had a crack and was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.